Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, tubing had become slightly dislodged from the top of the insert into the channel and as a result the tubing was now leaking from the top blue channel insert.no patient harm

Event description:
No additional information was provided.

Manufacturer narrative:
H10: one set model 2420-0007 was returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed and a leak was observed coming from the top of the silicone segment. Visual inspection under the microscope showed a pinhole at the leak location. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.